Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that on (B)(6) 2017, the patient was presented to the heart catheterization laboratory for a planned implanted system upgrade and av nodal ablation. Multiple guide catheters were used unsuccessfully in an attempt to cannulate the coronary sinus ostium. The physician elected to leave the chronic system implanted and proceed with an av nodal ablation. Femoral vein access was obtained and a successful av nodal ablation was performed. Four days later, the field clinical representative (fcr) arrived to perform a pre-discharge check on the device. The fcr was informed that the patient was found pulseless. Emergency measures including intubation and medication were undertaken in an attempt to stabilize the patient. Because of the on-going situation, a pre-discharge device check was not done; however, the device was checked to verify capture. Later that morning, the fcr was instructed by the physician to program device therapy off after the physician had discussed the situation with the family. The fcr was informed by another physician that the patient's cause of death was tamponade. The root cause was either from attempts to cannulate the coronary sinus ostium or from the av nodal ablation procedure. There were no episodes stored in device arrhythmia logbook from the time of the procedure to the date of death.